Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It is reported that during the operation of the equipment, mechanical ventilation failed and was subsequently switched to manual ventilation. No patients were injured.